Event description:
A customer reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing complete pump reset information and guiding them through the pump reset process. After the reset, the cgm error code did not appear again, and the customer was able to successfully start their sensor session.